Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain/irritation due to the lead anchors after an implant procedure. The patient will undergo a revision procedure wherein the anchors will be relocated.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient was experiencing pain/irritation due to the lead anchors after an implant procedure. The patient will undergo a revision procedure wherein the anchors will be relocated.